Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a posterior prolapse, and barlow's. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 25 degrees. It was noted the clip remained stable on both leaflets. To further reduce mr, a second clip was deployed laterally and successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided image was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided image was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "one (1) fluoroscopic still image was provided. The image shows two deployed clips and the second cds with the delivery catheter (dc) fully retracted; this indicates the image was taken post deployment of the second clip (no reported issue). The top clip in the image appears to be in the fully closed position per the instructions for use (~15° - 20°) while the bottom clip presents with a larger arm angle of ~30° - 40°; these are estimations based on visual assessment with the unaided eye and are not confirmed. As such, the bottom clip in the image is presumably the first implanted clip reported for post deployment cowl. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. However, it is apparent that the first implanted clip (reported device) is opened to a larger angle when compared to the second implanted clip which did not have a reported issue. Assuming the first clip was closed to a similar degree as the second clip prior to deployment, the image provided aligns with the reported incident details that "after deployment, the clip opened to roughly 25 degrees".